Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Patient identifier, age, sex, weight, other relavent history, date of implant & expalnt are unknown.

Event description:
Per complaint (B)(4), during clinical procedure, deformation was observed.

Manufacturer narrative:
Patient's age, sex, weight, event date, implant date and explant date were not provided. If the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.